Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the patient involved in this event had a medical history of bypass surgery and coronary artery bypass graft surgery. The iab was inserted sheathless via the femoral artery. The guidewire became "stuck into the iab." As a result, the iab and guidewire were removed as one piece. Another brand 8 fr. Catheter was inserted. The patient expired forty-eight hours after the procedure. The hospital does not attribute the death to the iab procedure.